Event description:
During follow up the patient's peritoneal dialysis (pd) nurse reported the patient had peritonitis due to touch contamination. This diagnosed (B)(6) 2014. His effluent culture grew coagulase negative staphylococci. He was treated with vancomycin and ceftazadime then switched to just vancomycin. She reported it was touch sourced as he had a breach in his technique unrelated to a malfunction. The patient was not hospitalized at anytime for this event. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.